Manufacturer narrative:
Caster tube brake pin guides.

Event description:
It was reported by service report that the brakes were not holding. There was patient involvement; however, no adverse consequences were reported.